Event description:
It was later reported the patient did not have concerns regarding their device or therapy. It was also indicated the patient did have concerns regarding their device or therapy and was working with their doctor or representative. The patient had an appointment (B)(6) 2013.

Event description:
It was reported that this patient¿s catheter was dislodged twice in (B)(6) 2013. The first time his legs were hurting ¿real¿ bad. The patient was to have a steroid injection and an x-ray was performed and at that time and the catheter was noted to have moved. However, the patient reported, he was still ¿getting the drugs then.¿ the catheter was revised and the patient stated ¿it wasn¿t in right¿ as three days after surgery, he started to ¿feel bad¿ and ¿it really kicked in.¿ reportedly, he became ¿dope sick,¿ lost fourteen pounds in eleven days despite a good diet. The patient reported that ¿it shut off altogether, I wasn¿t getting nothing; the catheter fell out altogether.¿ the patient underwent another catheter revision. Reportedly, the catheter was ¿fixed¿ and they put in ¿a lot of stitches and some extra loops.¿ he also reported that he had no problem with the pump. The physician wanted to start the patient¿s medication ¿low¿ and ¿from the bottom.¿ the patient was also on oral medication at this time. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8 709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).